Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, a suture break was observed after removal of the plunger. A proglide device was then inserted, but the same issue was observed. A new proglide device was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.